Event description:
Customer reported the system emitted x-rays without the x-ray switch being touched. No pt injury was reported.

Manufacturer narrative:
Possible aro. A ge rep evaluated the system and found worn contacts on the x-ray button. Replaced the x-ray button. System operates as intended.